Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during basal. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they performed displacement-test and it passed. Customer stated that they performed self-test and it did not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable due to broken trace at pin on keypad assembly.